Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: silicone migration.

Event description:
Patient reported for right side " "silicone flowed to the armpit and was lumped". The device has been explanted.